Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 2300, the pump was programmed to deliver an unspecified concentration of pantoprazole at a rate of 8ml/hr instead of the intended rate of 25ml/hr. The next day at 0200, the nurse noted the error. The pump was reprogrammed to deliver intended rate of 25ml/hr and the therapy was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.